Event description:
A dr reported that a pt had hypoglycaemia, because the wrong unit was configured on their meter. The customer usually measures with the units of measurement set to mmol/l, however the results he saw were in mg/dl and he didn't realize there was another unit. The customer though that the values were high and injected insulin. As he felt worse he went to the dr. They realized that the customer had no need to inject insulin, as the glucose results in reality were much lower. The battery was okay, but the country services representative coul dnot find out when the units changed, as they couldn't speak directly to the customer. The other settings were okay. It is not known how many times the customer measured per day. No more info was given.

Manufacturer narrative:
The customer's product were turned. Investigations have been initiated.